Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The bending rubber was torn and the metal was sticking out. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the following; the bending rubber was torn. However, the metal part inside the bending section was not sticking out. If additional information becomes available, this report will be supplemented.